Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly stopped working. System could not recognize the instrument with broken blade tips. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 2 mm x 10.48 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 09-apr-2026: the harmonic ace was completed during the procedure and the damage occurred outside of a surgical procedure. No fragments fell into the patient. The patient is well now.

Event description:
Refer to h11 for follow-up information.